Event description:
This is a report of peritonitis caused by a break in aseptic technique/touch contamination. The patient experienced abdominal pain and diarrhea and was admitted to the hospital for peritonitis. On that same day, the patient began treatment with cefepime, 1 gram, ip, daily for 14 days. Two days later, the patient was discharged from the hospital. The patient was retrained on aseptic technique. Peritoneal dialysis therapy was ongoing. The patient recovered from the abdominal pain and diarrhea on an unknown date and was recovering from the event of peritonitis. All available information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This use error-breach in aseptic technique, which caused peritonitis was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.